Event description:
It was reported by the clinician that the catheter was being placed in the pt's right internal jugular in the operating room, during which time, the sheath did not split in the usual fashion. The physician had trouble removing the sheath and was fearful of losing a piece of the sheath in the pt. The pt experienced a higher blood loss than normal for this procedure. The catheter was successfully implanted. The pt was transported to the recovery room in stable condition.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.